Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis literature citation:wild, michael m.d. And et al (2010) article: ¿the dynamics of proximal femoral nails: a clinical comparison between pfna and targon pf.¿ orthopedics august 2010 volume 33 issue 8. German article. This report is for unknown proximal femoral nail antirotation system (pfna), unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, wild, michael m.d and et al (2010) article: "the dynamics of proximal femoral nails: a clinical comparison between pfna and targon pf." Orthopedics august 2010 volume 33 issue 8. German article. This study was based on a comparison study between synthes promixal femoral nail antirotation (pfna) and a competitors (targon) proximal nail system. Complications and post-operative results were compared. The survey was designed as a randomized prospective study of 80 patients who had sustained pertrochanteric femoral fractures. Forty (40) patients were treated with synthes pfna and 40 patients were treated with targon nail system. The following complications were noted: serious injuries: three (3) patients had implant cut-out in the femoral neck; with subsequent revision surgery. Four (4) instances of infection requiring additional medical intervention and subsequent revision surgery. One (1) case of periprosthetic fracture. This report is for an unknown proximal femoral nail antirotation system (pfna).